Event description:
Alleged the head section will not go up. He has cleaned the valves which only allow the head section to work for a short time.

Manufacturer narrative:
Repairs have not been completed.